Event description:
It was reported that the patient has experienced no known complications with his artificial urinary sphincter (aus). Patient's aus was implanted in 2012 and explanted during today's surgery. These items will not be returned. The doctor stated patient advised him that he has leaked 3-4 pads a day since his 2012 aus surgery. During this surgery, patient was implanted with a new 3.5cm cuff, a 61-70 balloon, and a new control pump. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.